Manufacturer narrative:
The customer observed false reactive architect havab-g results generated on architect i2000sr, serial number (B)(4). Replacement of the arc probe (list number 08c94-42) resolved the issue. A review of the (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the arc probe was replaced. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results, including, but not limited to replacement of the probe. A review of tickets for the i2000sr found no similar complaints and no trends associated with this complaint. Based on the investigation no product deficiency of the architect i2000sr analyzer or the arc probe were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for patient information patient identifier- multiple = pt#1 and pt#2.

Event description:
The customer reported (B)(6) architect havab-g results on two patients. The results provided were: (B)(6). There was no reported impact to patient management. There was no additional patient information provided.